Event description:
The patient was hospitalized with hyperglycemia and diabetic ketoacidosis. Reported symptoms included nausea, vomiting, dehydration, and gray skin tone. Blood glucose were between 26.8 mmol/l (482.4 mg/dl) and 28.6 mmol/l (514.8 mg/dl) while in the emergency room (ER) waiting room, with 0.6 mmol/l ketones detected. Additionally, the patient reported that the pink slide did not move forward indicating that a needle mechanism failure occurred. Treatment included IV insulin drip and IV fluids during hospitalization from (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure, hospitalization and diabetic ketoacidosis or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.